Event description:
Caller reported a cgm error identified as error 42, affecting their continuous glucose monitoring. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, which successfully resolved the issue, allowing the sensor session to start without further errors.